Event description:
It was reported that during a radical nephrectomy procedure the surgeon fired the device on the kidney and it would not open. They used a second device and fired next to the staple line and removed the first device. There was no bleeding or patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received partially fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened.